Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to atrial fibrillation. The device was reprogrammed into the secondary vector. Additionally, it was noted that in some episodes there has been a delay in therapy of forty seconds. Technical services provided feedback and troubleshooting. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to atrial fibrillation. The device was reprogrammed into the secondary vector. Additionally, it was noted that in some episodes there has been a delay in therapy of forty seconds. Technical services provided feedback and troubleshooting. This device remains in service. No adverse patient effects were reported.